Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The fluid warming device had a cracked lcd screen and the temperature could not be displayed and hand pressure was being applied to the bag. The device was being used to warm blood during a transfusion. During usage, the patient is reported to have sustained thermal injury to arm and damage to red blood cells. According to report, the red blood cell drainage caused decreased oxygen saturation and lowered blood pressure. User facility stopped transfusion, administered vasopressors and supplementary oxygen to patient. The device was removed from service.